Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was concerned about a lead not being connected to the cardiac resynchronization therapy defibrillator (crt-d). It was further reported that the atrial set screw was loose. The setscrew was tightened and the device and atrial lead remain in use. No patient complications have been reported as a result of this event.